Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged black stuff in machine and having nasal/throat burning and irritation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found there were no signs of contamination on the outside of the device. The manufacturer visually inspected the device internally and found there was no evidence of sound abatement foam degradation, there were signs of an unknown dust contaminate in the blower box. The manufacturer visually inspected the device and found secondary findings device likely reset prior to pil receipt and contamination in blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, there were signs of an unknown dust contaminate in the blower box. Section h6 were updated in this report.

Manufacturer narrative:
In previous report section d9 was incorrectly captured as : 02/23/2023 but it should be reported as: 02/21/2023 section d9 has been corrected/updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.